Event description:
It was reported to philips that the device had a faulty etco2 module that needed to be replaced. There was no reported patient or user involvement and no adverse patient/user impact.